Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no known impact to the customer's blood glucose (bg) level. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wears their pump against their skin. Tandem technical support informed the customer that the occlusion alarms could be possibly caused by the temperature difference to the pump when it is removed from the customer's body or it could possibly be caused by the infusion set site as the customer mentioned only using their abdomen. The customer acknowledged the information but believed it was a pump issue. The customer was to change their infusion set site.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.